Event description:
It was mentioned that versacross connect access solution for faradrive was selected for farapulse use. It was mentioned that during the insertion, when the rf wire was inside the body and attempt was made to backload the rf wire into the dilator. The rf wire got stuck halfway down the dilator. Thus, when the dilator was removed from the system, the dilator was noted kink. No damage was noted on the sheath. Several attempts were made to insert the wire into the dilator. As per the physician opinion the kink did not allow wire to go through dilator. Thus, versacross dilator was replaced, and the procedure was completed successfully. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.